Manufacturer narrative:
Device and initial implantation details unavailable at the time of this report. (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported) subsequent to sustaining an infection at abutment site. The infection was treated with oral antibiotics (date and duration not reported). The implanted device remains.